Manufacturer narrative:
Correction - device code (B)(4) also applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3550-39, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient was having an explant because they wanted to have an unrelated MRI. The rep stated an anchor came off the lead and was buried/stuck in tissue. No further complications were reported.